Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the type of foreign material that remained on the device couldn't be identified. The customer provided the cleaning, disinfection, and sterilization (cds) processes, where no known deviations from the instructions or use (IFU) were provided. A definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for gif-xz1200 operation manual, chapter 3, "preparation and inspection" describes how to detect the subject event. Instructions for gif-xz1200, reprocessing manual, chapter 5, "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, there was foreign material in the nozzle of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified.